Manufacturer narrative:
Service was not dispatched for this event. Bec customer technical support (cts) worked with the customer to determine the cause of the leak. Cts had the customer check the waste line and verify it was draining properly. Cts also had customer check the vacuum chamber and found it was full of fluid. Cts then had the customer bleach the vacuum chamber drain line and replace the air filter. Customer performed startup, ran controls and all three levels recovered within specifications. There was no vacuum error and the probe was not leaking. The leak is likely attributed to a clog in the vacuum chamber drain line. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) regarding a vacuum error and leak of drops of clear fluid at the probe of the their coulter act diff analyzer. There is an exposure control plan in place at the facility. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. No injury or exposure was reported. The incident occurred at startup and there was no affect to patient samples.